Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed; three short fluoroscopy clips showed the altera device in-situ with an apparent fracture of the frame. There was some infolding of the alterra device observed near the waist region and multiple fractures with a pattern described as consistent with a singing door mechanism. The CT analysis indicated that the alterra was deployed relatively low. Additionally, review of the patients anatomy revealed narrow regions that likely imposed constraint on the alterra, a balloon inflation was performed to expand the alterra sufficiently improving tracing and positioning for sapien 3 deployment and post-deployment the prior swinging -door motion observed in the alterra was no longer present likely due to the sapien 3 providing additional structural support. The complaint for prestent fractured was confirmed based on provided imagery. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. An in-depth evaluation related to alterra prestent fracture has been documented. Per the technical summary, there were a few procedural related incidents that could have contributed to the cause of the fractures and the ''swinging door'' outcome. -pulmonic delivery system (pds) advancement and engagement with prestent: during the advancement of the pds, it is possible for the pds engaged temporarily with the inflow apices of the alterra prestent, potentially compromising fracture resistance. -pds valve recapture engagement with prestent: during recapture of the valve into the pds capsule, the pds capsule engaged with the inflow apices of the alterra prestent, resulting in stent deformation and potentially compromising fracture resistance. -prestent positioning in the anatomy: placement of the prestent in the tortuous anatomy such that the inflow portion of the prestent partially obstructs the blood path could put strain on the stent and potentially contributing to strut fractures. However, further investigation per the technical summary did not reveal any abnormalities of placement compared to other non-fractured patients. In this case, the prestent fracture was identified post-implantation. Therefore, the interactions between pds and prestent during advancement or recapture can be eliminated as potential root causes. Additional imaging evaluation showed that the alterra was deployed relatively low and the patients narrow anatomical regions likely imposed constraint on the device. These factors may have compromised the prestent structure, resulting in the observed fracture. Subsequent balloon inflation effectively restored device geometry and allowed successful s3 implantation. Based on the available information, the combination of anatomical constraints and low deployment position likely contributed to the prestent fracture in the mid waist region. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our isreal affiliate an alterra adaptive pre-stent was placed for staging. On day 35 after implantation, the patient felt unwell due to a fracture involving a portion of the alterra implant was identified during follow-up. The heart team decided to perform pre-dilation to stabilize the alterra and then place a 26mm sapien 3 valve. The procedure was completed successfully, and the patient is in stable condition.

Manufacturer narrative:
The investigation is ongoing.